Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation failed to deliver gas to the patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The received information states that no parts were replaced and no service report exists. The logs and the available information have been evaluated. The received test log show that a successful system check out (sco) was performed on the same morning prior to the case. There is no record of any sco:s after the event. The information available suggests that there were no technical malfunctions of the anesthesia workstation during the case. Our conclusion which is based on the problem description and received logs is that the reported issue was caused by leakages. We have not been able to determine the origin of these leakages.

Event description:
Manufacturer's ref #: (B)(4).